Event description:
Patient reports pump (B)(4) will frequently alarm high pressure. They will stop pump and reattach cassette which resolved alarm. Advised we would send replacement for delivery tomorrow. Patient also reported that last week they had an issue with a cassette in which the pump alarmed. The patient noted the cassette was puckered inside the cassette. They replaced cassette and had no further issues. Patient also reported she has no appetite. No other information available. Did the patient have a backup device they were able to switch to? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by: pt/caregiver.